Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead had varying, low impedance and had intermittent capture. The lead was capped and replaced on (B)(6) 2021. The patient was stable post procedure.